Event description:
It is reported that the distal locking screw used with a znn tibial nail has fractured. There was no impact on healing of the bone fracture. It is unk if the screw has been removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.